Manufacturer narrative:
Device evaluation is not necessary as it will add no value to the investigation or root cause findings.

Event description:
It was reported that the patient was explanted due to infection reasons. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.